Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l43746, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of unknown drug (device registration lists the drug as lioresal, baclofen) in an implantable infusion pump for intractable spasticity. The pump was removed in (B)(6) 2014 due to infection. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, what diagnostics were performed, and if the infection resolved.